Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was received from the intermacs registry on (B)(6) 2015 stating: possible septic emboli / cons infection in rvad. Rvad draining 12/30. The patient outcome indicated that an exchange took place.

Manufacturer narrative:
Approximate age of device ¿ 4 months. The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The serial number of the device was not provided, therefore the expiration date, approximate age of device, manufacture date and device unique identifier (UDI) are unknown. A direct correlation between the centrimag blood pump and the reported event could not be determined. The centrimag blood pump was not returned for evaluation, and no additional information regarding the event was received. The instructions for use lists infection and thromboembolic phenomena as potential adverse events that may be associated with the use of the centrimag blood pump. The device history records could not be reviewed because the serial number of the centrimag blood pump was not provided. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: the hospital personnel stated that the patient had a centrimag blood pump on the right side for quite some time prior to being exchanged with another manufacturer's device, and that was the only pump exchange that the patient had. The patient's heartmate ii left ventricular assist device was not exchanged.